Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp troponin ultra result was obtained for a patient sample. The patient sample was repeated twice and the results were lower. The repeat result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.